Event description:
It was reported that the left ventricular (lv) lead showed elevated threshold. The lead is still in use. The patient is part of the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.